Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the pump powered on to a blank screen. The pump was opened up and evidence of moisture was found on the main printed circuit board and the display flex. Unrelated to the original complaint, the battery compartment was cracked and the pump case was damaged between the case seal and the keypad cover.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.